Manufacturer narrative:
H3: one device was received for analysis. No service history was performed. The customer issue could not be confirmed as the device worked perfectly. No further action will be taken. The device will be submitted for functional testing and shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the message "cassette is not well fixed" was displayed. There was no patient involvement.